Manufacturer narrative:
One used sample was returned for evaluation. The device was returned with an attached swivel connector. The investigator was able to separate the connector on the tube from the swivel connector easily. During examination the reported issue could not be confirmed. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures: this included review of basic assembly, manual cleaning, incoming inspection and inspection after assembly processes. The manufacturing facility also performed an in-process visual inspection of (B)(4) products that were in the assembly area: this inspection showed no molding issues (short shots, splits, voids or bubbling) with the products being assembled. The review of the manufacturing process determined that the production personnel performed the connector-to-tube operation correctly and the production personnel were performing inspection of the tube dimensions correctly. The reported issue could not be confirmed during testing.

Event description:
Information was received indicating that upon removal tracheostomy tubing from another manufacturer was stuck and unable to be disconnected from this tracheostomy. The provided wedge was used and was unable to disconnect the tubing. Due to this incident, this patient experienced discomfort. An emergency tracheostomy tube change was required. No additional adverse patient effects were reported.